Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) trigger valve was replaced. An investigation was conducted to evaluate this issue. The complaint text, instrument service history and other customer complaints for similar issues were reviewed. The instrument was inspected and the trigger valve was replaced in order to resolve the issue. The instrument was monitored for two weeks with no further discrepant results reported by the customer. The customer was referred to the operators manual were such an issue is listed in the trouble shooting section along with corrective and preventive actions (trigger check to check for adequate trigger dispense). No product deficiency was identified related to this issue.

Event description:
The customer stated that one patient sample generated a reactive result of 10 s/co for the architect (B)(6) assay. The same patient sample was retested in duplicate on the same architect analyzer with a non-reactive result of 0.68 s/co followed by a reactive result of 10.0 s/co. The same patient sample was then tested on another architect analyzer with a reactive result of 10.0 s/co. No impact to patient management was reported. The customer is claiming the non-reactive result of 0.68 s/co as (B)(6).